Event description:
Health professional reported an adverse event "similar to urticaria (on the malar and lower eye-lid junction)" two days after injection with juvederm ultra xc at site(s) unk. The physician's office stated that the pt was prescribed letralysal and diprospan to both hasten the resolution of the pt's symptoms and to prevent worsening of symptoms that may led to permanent damage. The symptoms have been reported as resolved. No add'l info has been provided in response to further f/u attempts.

Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2012. Device eval: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.